Event description:
On october 19, 2006, baxter was notified that a patient experienced high ultrafiltration during hemodialysis treatment on a system 1000 instrument. One hour into dialysis, the patient suffered a hypovolemic/hypotensive incident and required an infusion of saline. The uf removal was set to remove 1.2l over 4 hours. Staff reported 0.5l removed in less than 17 minutes. The machine was tested, by hospital engineers, and no fault was found. The instrument has been returned to service without further problems. The facility reported that a mobile phone was seen being used immediately adjacent to the instrument. There is no further information available for this incident. If additional information becomes available, a follow-up report will be sent.